Event description:
Device 1 of 2. Reference MFR report: 1627487-2012-04536. The patient received two leads with different lot numbers. It was reported, the patient had invalid contacts on the leads. The sjm representative was able to reprogram the system and provide coverage with the functional contacts. It was reported no further intervention was planned.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.